Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 26 mg/dl on (B)(6) 2018 at 8:36 am, 77 mg/dl on (B)(6) 2018 at 8:38 am and 127 mg/dl on (B)(6) 2018 at 8:40 am. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. One of the reported readings was found in the meter's memory.

Event description:
Customer reported receiving erratic readings on his adc blood glucose meter. Customer reported receiving readings of 26 mg/dl on (B)(6) 2018 at 8:36 am, 77 mg/dl on (B)(6) 2018 at 8:38 am and 127 mg/dl on (B)(6) 2018 at 8:40 am. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.